Event description:
It was reported that during a follow up, externalized conductors were observed under fluoroscopy. Patient will be enrolled in merlin.net and no further action will be taken. No complications to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.